Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('stabbing pain into your vaginal area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I suffered from day 1 for years with horrible ovary pain"), abortion spontaneous ("I also had a miscarriage during essure as many of the women on this group have too"), urine odour abnormal ("with essure it was funky, foul smell is gone now after my hysto") and endometriosis ("endometriosis") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the vulvovaginal pain, adnexa uteri pain, abortion spontaneous, pregnancy with contraceptive device and endometriosis outcome was unknown and the urine odour abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, endometriosis, pregnancy with contraceptive device, urine odour abnormal and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: vulvovaginal pain , adnexa uteri pain , abortion spontaneous , device ineffective , urine odour abnormal , endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('stabbing pain into your vaginal area') and menorrhagia ('severe periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I suffered from day 1 for years with horrible ovary pain"), abortion spontaneous ("I also had a miscarriage during essure as many of the waman on this group have too"), urine odour abnormal ("with essure it was funky, foul smell is gone now after my hysto"), endometriosis ("endometriosis"), abdominal distension ("severe bloating"), back pain ("back pain"), uterine cervical pain ("stabbing pain in cervix"), swelling ("swelling"), scar ("scar tissue"), feeling abnormal ("brain fog") and memory impairment ("forgeting") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (ablation and removal of essure coils). Essure was removed. At the time of the report, the vulvovaginal pain, menorrhagia, adnexa uteri pain, abortion spontaneous, pregnancy with contraceptive device, endometriosis, abdominal distension, back pain, uterine cervical pain, swelling, scar, feeling abnormal and memory impairment outcome was unknown and the urine odour abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, back pain, endometriosis, feeling abnormal, memory impairment, menorrhagia, pregnancy with contraceptive device, scar, swelling, urine odour abnormal, uterine cervical pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: brain fog, forgetting.reporter was added. On (23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('stabbing pain into your vaginal area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I suffered from day 1 for years with horrible ovary pain"), abortion spontaneous ("I also had a miscarriage during essure as many of the waman on this group have too"), urine odour abnormal ("with essure it was funky, foul smell is gone now after my hysto") and endometriosis ("endometriosis") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the vulvovaginal pain, adnexa uteri pain, abortion spontaneous, pregnancy with contraceptive device and endometriosis outcome was unknown and the urine odour abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, endometriosis, pregnancy with contraceptive device, urine odour abnormal and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: vulvovaginal pain, adnexa uteri pain, abortion spontaneous, device ineffective, urine odour abnormal, endometriosis most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('stabbing pain into your vaginal area') and menorrhagia ('severe periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adnexa uteri pain ("I suffered from day 1 for years with horrible ovary pain"), abortion spontaneous ("I also had a miscarriage during essure as many of the waman on this group have too"), urine odour abnormal ("with essure it was funky, foul smell is gone now after my hysto"), endometriosis ("endometriosis"), abdominal distension ("severe bloating"), back pain ("back pain"), uterine cervical pain ("stabbing pain in cervix"), swelling ("swelling") and scar ("scar tissue") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (ablation and removal of essure coils). Essure was removed. At the time of the report, the vulvovaginal pain, menorrhagia, adnexa uteri pain, abortion spontaneous, pregnancy with contraceptive device, endometriosis, abdominal distension, back pain, uterine cervical pain, swelling and scar outcome was unknown and the urine odour abnormal had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, back pain, endometriosis, menorrhagia, pregnancy with contraceptive device, scar, swelling, urine odour abnormal, uterine cervical pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: vulvovaginal pain , adnexa uteri pain , abortion spontaneous , device ineffective , urine odour abnormal , endometriosis, abdominal distension , back pain ,uterine cervical pain and menorrhagia most recent follow-up information incorporated above includes: on (B)(6)2020: social media: reporter added. Event severe bloating, back pain, stabbing pain in cervix and severe periods, swelling, scar tissue added. Ticked as intervention required as ablation was reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.